Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported wanting to meet with a manufacturer representative (rep) to discuss replacement of her stimulator as it was requiring more frequent charges than in the past. The patient thought it may be about time to replace the battery. Additional information received from the patient reported charging too often and this was different than before. The change had been noticed over the past year. It was noted that the patient had previous overdischarges. Relevant medical history included degenerative disc disease. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their ins had been checked because it wasn't lasting as long, and it was determined the ins was okay. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.